Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was still in tact and top and bottom cases are in excellent condition. No visible contamination. The device history report showed motor not running error found in ehl. The device was tested using the occlusion test and found motor not running error was duplicated using same infusion rate as customer (6 ml / hr. Using 30 ml syringe) the root cause was attributed to worm coupling (red grease migrated into worm coupling gear-facets) and design. The tech cleaned and re-assembled coupling assemble . Power up and performed occlusion. Device passed all the functional test. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Date received by manufacturer is unknown. No product information has been provided to date.

Event description:
It was reported the device had a motor drive error. No patient injury reported.